Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hospitalization due to infection requiring additional antibiotic therapy and surgery was related to the v.a.c.® granufoam¿ dressing. A device evaluation and a device history record review could not be performed. The clinical record confirmed that the home health nurses were not packing the v.a.c.® granufoam¿ dressing adequately in the wound, therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, and cellulitis of the incision area. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 16-mar-2026, the following information was provided by the patient: she was admitted to the hospital for a wound infection and is currently on IV vancomycin and another unknown medication. An incision and drainage was performed on the wound. On 02-apr-2026, the following information received via clinical records from the home health agency nurse were reviewed: on (B)(6) 2026, the patient was admitted to the hospital for antibiotic therapy and further management due to ulceration of the affected extremity. It was alleged that home health nursing had not been packing the v.a.c.® granufoam¿ dressing adequately, placing it only superficially rather than deep within the wound. This resulted in premature superficial closure with persistence of a deep cavity, which subsequently became infected and developed into an abscess. Upon arrival to the emergency department, the patient was febrile with associated swelling of the extremity. A CT scan confirmed the presence of a fluid collection. The patient is scheduled to return to the operating room tomorrow for aggressive wound washout, followed by reapplication of v.a.c.® therapy. The v.a.c.® granufoam¿ dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed.